Manufacturer narrative:
The report of a pcu and the lvps shutting down was partially confirmed in the event log. However, only the pump modules (lvps) shut down (due to either a loss of power or loss of communication) while the pcu remained operational. No actual devices were provided for investigation. Log analysis: the pcu event log shows that there were five devices attached to the pcu at the time of the reported event at 5:15 am on (B)(6) 2020, four pump modules and 1 autoid module. Pump module s/n (B)(4) was in use and infusing (drugid 55) at a rate of 300ml/hr (4:05 am on (B)(6) 2020). Pump module s/n (B)(4) was in use and infusing a basic infusion at a rate of 100ml/hr (4:26 am on (B)(6) 2020). Pump module s/n (B)(4) was in use and infusing (drugid 372) at a rate of 100ml/hr (3:56 am on (B)(6) 2020). Pump module s/n (B)(4) was in use and infusing (drugid 268) at a rate of 30ml/hr (3:56 am on (B)(6) 2020). At 5:36 am, a channel disconnect occurred and unit c (pm s/n (B)(4)), unit d (pm s/n (B)(4)) and the autoid (s/n (B)(4)) all disconnected, while unit b (pm s/n (B)(4)) kept infusing. From this, it was determined that there were two pump modules on either side of the pcu and the autoid attached to right side of unit d. All three devices disconnected at the same time which suggests that the disconnect occurred between the right side of the pcu and the left side of unit c (pm s/n (B)(4)). Five seconds after the disconnect all three devices were re-added to the system. The event logs for pump module s/n (B)(4) and pump module s/n (B)(4) were not received. Therefore, it could not be determined if the disconnect was due to a loss of power or a loss of communication. The proximate cause of the reported pcu and lvps shutting down during an infusion was identified as a channel disconnect, however, the pcu does not shut down when a channel disconnect occurs. The root cause of the channel disconnect was not identified. Device history: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 11 march 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 10 september 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the ICU that the both pumps shut down. The nurse noticed the power failure and changed out the devices. Other than the time needed to get a new device, there was no delay in care and no adverse consequences to the patient as a result of this event. It was further reported that the customer ran full preventative maintenance protocols on the devices then utilized them for 72 hours with no issues. They will be put back in service. Also, there were no interventions needed for the patient relating to the event. There is no further information.